Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had display anomaly. The customer's blood glucose level was unknown at the time of the incident. It was reported that the customer fell while in the playground and the screen started flashing white and nothing could be accessed on the insulin pump. It was reported that the battery was removed and re-inserted with no results. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received stuck in blank-flashing white lcd due to cracked lcd controller on electrical board. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd.